Event description:
It was reported that the patient experienced a severe hypoglycemic event while connected to the ilet and additionally administered an external manual insulin injection, after which the patient lost consciousness and required emergency treatment with oral glucose; the endocrinologist subsequently directed the patient to discontinue pump use and transition to multiple daily injections. Symptoms included hypoglycemia and loss of consciousness. Outcomes included insufficient information regarding longer-term impact beyond acute treatment and recovery in the emergency department. Investigation included communication with the patient and clinician and analysis of information provided by the user and third party. Investigation of this case revealed no device malfunction, a usage problem identified, and an improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and unintended use error caused or contributed to the event.